Event description:
During CPR event, AED stated alerting 'change battery.' Battery did work through duration of event. Upon event termination, AED battery noted to be at 19%. Battery note: charge was approximately 33% at the end of august per htm pms records. AED and battery are being sent to zoll for interrogation. Htm aware and will work with zoll on this and other 'low battery' events. Of note, batteries are supposed to last 5 years and this one has only been in use for a 1.5 years.